Event description:
While using a byte night aligners, patient reported their concerns for gum recession, their dentist is keeping an eye on this. The gum recession has progressed since starting aligner treatment. In the photo provided there is also inflammation. They also reported that their teeth are not straight yet, they still have problem areas. Provided hh tips, gave information on gum recession, requested diagnosis findings from most recent dentist visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.